Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19mar2020.

Event description:
Problem identified during investigation of a returned user interface (ui). Failure investigation identified and confirmed failure of the navigation (nav) ring of the returned ui. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The user interface was changed out to resolve another failure and nav ring failure was identified during failure investigation. A user interface assembly was returned for analysis. An investigation was performed and malfunction of the nav ring is noted. Duplicated customer complaint, fault is found on testing. The electrical failure confirmed out of specification. Dye penetrant testing revealed liquid ingress path to encoder internal circuitry. Component failed due to contamination ingress into nav ring encoder.